Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that an instrument's tip broke during an unspecified spinal surgery.

Manufacturer narrative:
Additional information: product was returned. Visual analysis reveals that the pin is missing from the lower/static jaw. Microscopic analysis does not reveal any cracking around the area where the through hole for the pin is located. It appears the pin was pulled out from force placed on it from the upper jaw. The above observations are consistent with overload through a bending moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.